Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated that the device memory was submitted to engineering for analysis. The analysis determined that there was 2.4 years remaining on this device to eri and the device is on a current bin boundary.

Event description:
Boston scientific received information that this device displayed longevity estimates that were inconsistent. A technical service (ts) consultant was contacted regarding this issue and discussed the charge bins and how the longevity will change based on the current output. Ts indicated that the device was working as programmed otherwise. No adverse patient effects were reported.

Event description:
Additional information was received that the patient was to be seen for a routine follow up appointment. Due to previous inconsistent longevity, device memory was saved to a disk for further review. The analysis was reviewed and it was confirmed that the device was operating with the automatic capture (ac) feature activated. Data in the memory confirmed that the device had entered retry mode and the device output voltage was suspended at 5.0 v. The device displayed a predicted 8.8 months remaining longevity. Technical services was consulted and recommended turning off ac and activating a fixed value to prevent retry. No further information was available. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received indicating that this device declared end of life (eol). An invasive procedure was performed to explant and replace the device. 7 months prior to declaring eol, the device longevity was reportedly at 2 years remaining. No adverse patient effects were reported.